Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when forming a gastric pouch in a laparoscopic gastric bypass, the stapler did not fire even after pressing the green button and squeezing the handle. A replacement reload was used to finish the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.